Event description:
Device fractured during withdrawal and a part remained in patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Device fractured during withdrawal and a part remained in patient.